Event description:
As reported, the fogarty catheter broke. The balloon burst and detached from the catheter. It was indicated that fragments were found when a by-pass was made from the brachial artery in the left upper arm.

Manufacturer narrative:
Additional information was obtained from the clinician who stated that there was acute ischemia in left, upper extremity. Carotid-subclavian bypass was performed first. Thereafter an embolectomy of left brachial artery from middle part of the upper arm was attempted. When this failed to open the artery, a brachial-radial artery bypass with saphenous was created. It is thought that there was a combined atherosclerotic and thrombotic occlusion. The embolectomy catheter was not able to pass the obstruction. Only thrombotic material was found until the entire balloon detached from the delivery catheter. No remnants of the balloon remained on the delivery catheter. A burst and fragmented balloon was found and then removed with a smaller embolectomy catheter. A bypass was performed because the vessel could not be opened, but the clinician stated that this was not due to the balloon failure. Circulation was sufficient post bypass however the patient suffered a stroke in the postoperative period.

Manufacturer narrative:
We received one 120804f embolectomy catheter returned without the packaging for evaluation. There was also a unknown substance returned with the catheter. The unknown substance is not consistent with latex, but appeared to be tissue. The balloon and balloon windings appear to have been pulled off the catheter tip. The balloon latex and both proximal and distal windings were not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 1.5 lbs on a inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.